Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: camera cable was disconnected. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable was disconnected, and it was likely that normal communication was not possible, resulting in the image abnormality (poor image) as reported by the customer. A device history record- DHR review was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: ¿image abnormality (poor image) IFU applicable area¿ ¿ precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. ¿camera cable was disconnected IFU applicable area¿ reprocessing: general policy [warning] ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. ¿ precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy [warning] ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had poor image. The event occurred after an unspecified procedure, and the procedure was completed using the same set of equipment. There were no reports of patient harm.